Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: find this failure while pm team service full calibration. Find alarm "obstruction valve test failed.". Checked cable and connector but ok. After exchanged new check valve this ventilator can use to be normally. No patient involvement.